Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 180 mg/dl. A system check was performed with tandem technical support (cts) and the occlusion was found to be within the cartridge. Cts also discovered supplies were being used beyond labeling. Cts educated customer on cartridge/insulin labeling. Customer successfully changed the cartridge and resumed insulin delivery.